Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.